Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Index surgery: (B)(6) 2001. Revision of left hip components - reason unknown.